Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(6). Manufacturing date: 24 july 2015. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, during a routine inspection on (B)(6) 2016, the tip of the tibial nail extraction screw thread was discovered to be stripped. It is unknown how long the device was in use for. There is no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the extraction screw (part number 357.133, lot number 9518537). The subject device was returned with the complaint condition stating the extraction screw was received intact but with the distal tip damaged / stripped. The threads show wear and flattening. The damage on the extraction screw is consistent with cross threading. The complaint condition is confirmed. Visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. No non-conformance records were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The root cause of the damage was undetermined. The damage on the extraction screw is consistent with cross threading. Per the technique guide, bony ingrowth and tissue must be removed from the end of nail prior to inserting the extraction screw into the nail and the nail is to be extracted using ¿gentle blows with the hammer¿. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.